Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, there was possible micro dislodgement observed. Additional information obtained from the field which indicated that the threshold continued to rise after implant at maximum output on the device to capture. A dislodgement was not evident on x-ray so the physician suspected a micro dislodgement. Moreover, there was some loss of capture noted post implant and subsequently set output to the maximum. The lead was explanted and replaced. No additional adverse patient effects were reported.